Event description:
Central swan ganz catheter not working properly. The external equipment to the catheter was manipulated, replaced and refined but catheter continued not to work. Catheter was replaced. No injury to the patient.